Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709, lot # l66208, implanted: (B)(6) 1999, product type catheter.

Event description:
Information was received from a consumer regarding a patient receiving morphine concentration not reported at 6.6mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient was having leg pain and a CT myelogram was done and it showed a cyst. Per the patient it turned out the cyst was a granuloma. The patient¿ also reported the catheter was leaking and the patient needed to have surgery to reposition the catheter. The patient could not find a neurosurgeon to do the surgery. The patient was sent the physician listings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.